Manufacturer narrative:
(B)(4). Batch #: v94j6j. Additional information: this is an analysis for a photo of a pcee45a submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo show a separation crack in the blister of packaging. Based on the photo review, the event describe is confirmed, however, no conclusion or root cause could be determined. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the sterile packaging was broken. No patient consequences reported. No further information is available.